Event description:
The pt received her scs sys on (B)(6) 2011. It was reported that the pt has stimulation, but cannot establish communication between the ipg and charging sys. A replacement charging sys did not resolve the problem. No add'l info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.